Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient was scheduled to undergo a breast augmentation revision procedure with mentor smooth round high profile 310cc saline breast prostheses, but the devices were not received in time for surgery. The patient was prepped and for surgery, but the overnight shipment for the breast prostheses did not arrive. As a result, the surgery had to be rescheduled. Another overnight order was placed for unspecified mentor breast prostheses to complete the surgery. This medwatch report is for the 1st of two breast prostheses.